Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (550mg/dl), and diabetic ketoacidosis (dka). The customer was treated at the hospital via intravenous (IV) drip insulin and lantus. The customer mentioned that they had a sepsis infection due to bacterial infection of a burned foot, and indicated that their healthcare provider advised that the infection influenced/ contributed to ketone development, however that it was not the only factor. The customer was still hospitalized when they contacted tandem's technical support, however they stated that they would be released the next day. Troubleshooting/ system check was performed by tandem's technical support and no issues were found. The customer indicated that they were not using the pump at the time of the call, because their healthcare provider wanted them to verify that the pump working properly before resuming therapy. Tandem's technical support advised the customer that the system check indicated that the pump was performing as intended and recommended that the customer resume therapy.